Event description:
Nurse inserted nasogastric tube into premature infant, checked placement, and initiated feedings. Seven hours later, nurse noted blood-tinged residual, increased respiratory rate, decreased po2, and retractions. Feedings were held. The tube had inadvertently been placed into the infant's lung. Chest x-ray revealed tension pneumothorax. Chest tube inserted. Infant fully recovered from event.